Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was discharged home.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. Two nodules were biopsied. The first biopsied lesion was 3.2 in size and in the left lung lower lobe - superior segment. The second lesion was 1.9 in size and in the left upper lobe - inferior lingular segment. The distance to pleura was 36mm. Tools utilized were 21g flexision needles, compatible forceps, cytology brushes, and bronchoalveolar lavage. Imaging modalities used were c-arm fluoroscopy and radial ebus. After biopsy of the first nodule, the vision probe malfunctioned and needed to be replaced. Upon navigation to the second target, despite following the planned pathway, there was concern that a pneumothorax may occur. The procedure was completed. The pneumothorax was identified post-procedurally on chest x-ray in conjunction with post-procedural hypoxia. The patient also experienced post procedure chest pain. The initial size of the pneumothorax was moderate, but it did not increase in size because a 14 french chest tube was immediately placed to resolve the pneumothorax. Medical interventions included unspecified analgesics, although this was most likely related to the chest tube. The physician believed the pneumothorax could have potentially occurred via another biopsy modality "given the location of the target nodule." The patient was admitted overnight for less than 24 hours. The patient was discharged home without complication. Diagnoses obtained from pathology was adenocarcinoma (malignant) for lesion #1 and non-diagnostic for lesion #2.